Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left anterior descending (lad) and left circumflex artery (lcx). An opticross 6 hd was advanced for an ultrasound examination of the target lesion. During the procedure, catheter was used with a wire in the lad and wire in the lcx. During pullback the catheter twisted and knotted on itself. This caused the two wires and catheter to pull out of the coronaries and into the aorta which then caused the wires to dip down into the left ventricle and caused a short run of ventricular tachycardia. They pulled everything out. The patient was okay, and the procedure completed using an alternate method. There was no further patient complications reported.

Manufacturer narrative:
D2b product code: itx. D4 lot number: updated. The complaint device was not received at the complaint investigation site (cis) for analysis. During the media analysis, the media attached shows the catheter twisted which confirms the as reported issue, but it does not show enough evidence to identify a device defect that could have contributed to the reported complaint. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the sheath assembly was kinked.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left anterior descending (lad) and left circumflex artery (lcx). An opticross 6 hd was advanced for an ultrasound examination of the target lesion. During the procedure, catheter was used with a wire in the lad and wire in the lcx. During pullback the catheter twisted and knotted on itself. This caused the two wires and catheter to pull out of the coronaries and into the aorta which then caused the wires to dip down into the left ventricle and caused a short run of ventricular tachycardia. They pulled everything out. The patient was okay, and the procedure completed using an alternate method. There was no further patient complications reported.

Manufacturer narrative:
D2b product code: itx. Good faith effort attempts were made to try and retrieve the device status and product batch/lot number, but it was unable to be obtained.

Manufacturer narrative:
D2b product code: itx. Good faith effort attempts were made to try and retrieve the device status and product batch/lot number, but it was unable to be obtained. The complaint device was not received at the complaint investigation site (cis) for analysis. During the media analysis, the media attached shows the catheter twisted which confirms the as reported issue, but it does not show enough evidence to identify a device defect that could have contributed to the reported complaint.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left anterior descending (lad) and left circumflex artery (lcx). An opticross 6 hd was advanced for an ultrasound examination of the target lesion. During the procedure, catheter was used with a wire in the lad and wire in the lcx. During pullback the catheter twisted and knotted on itself. This caused the two wires and catheter to pull out of the coronaries and into the aorta which then caused the wires to dip down into the left ventricle and caused a short run of ventricular tachycardia. They pulled everything out. The patient was okay, and the procedure completed using an alternate method. There was no further patient complications reported.

Manufacturer narrative:
D2b product code: itx. D4 lot number: updated.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left anterior descending (lad) and left circumflex artery (lcx). An opticross 6 hd was advanced for an ultrasound examination of the target lesion. During the procedure, catheter was used with a wire in the lad and wire in the lcx. During pullback the catheter twisted and knotted on itself. This caused the two wires and catheter to pull out of the coronaries and into the aorta which then caused the wires to dip down into the left ventricle and caused a short run of ventricular tachycardia. They pulled everything out. The patient was okay, and the procedure completed using an alternate method. There was no further patient complications reported. The complaint device was not received at the complaint investigation site (cis) for analysis. During the media analysis, the media attached shows the catheter twisted which confirms the as reported issue, but it does not show enough evidence to identify a device defect that could have contributed to the reported complaint.